Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired for unspecified cause. At the time of the patient's death, there were no allegations against the functionality of the device. New information received indicates that two years later, the family of the patient has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Event conclusion: the device was likely buried with the patient as it has not been returned for analysis. There is no additional information related to this event. We will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On june 17, 2005, guidant (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory.